Manufacturer narrative:
(B)(4). Investigation results: visual examination of the complaint device revealed the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was also identified within the balloon and inflation lumen which is evidence of a device leak. Functional analysis was performed, and the balloon was inflated; however, a leak was found due to a pinhole located in the distal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician attempted to inflate the balloon; however, the balloon was unable to be inflated. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.